Event description:
The user stated they had an ongoing leak that had built up enough to leak onto the floor three times. No pt samples were involved. No operators were harmed.

Manufacturer narrative:
The field service rep was unable to determine the cause of the problem. He checked the fluid system and found no leaks. To verify the operation of the analyzer, he primed the system.